Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain.

Event description:
Patient reported left side "pain, capsular contracture. Healthcare professional later reported presence of small amount of liquid around the implants. Device remains implanted.

Event description:
Patient, later reported, left side seroma-late.